Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on electronic assembly. No moisture damage inside reservoir tube or pump shutting off noted during testing. Moisture damage was found on motor assembly during visual inspection. Analysis was unable verify for unexpected restart alarm or motor error alarm due to no button response. No cosmetic damage noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had insulin leak on the insulin pump. The customer reported that they had unexpected restart alarm and motor error alarm in the alarm history. The customer's blood glucose was 115 mg/dl at the time of incident. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the alarm occurred shortly after inserting a new battery. The insulin pump will be returned for analysis.